Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 continuously timed out. Polyfuse was in effect. Another device was opened and the procedure was completed without delay. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25156198 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on. 04/08/2021. An investigation was conducted on 04/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the jaws. Blood was also observed on the jaws. Both the cold and hot jaws was observed to bent at 90 degree angle with the jaws closed. The heater wire was observed to be slightly flexed at the center due to normal clinical use. A mechanical evaluation was conducted. The toggle was maneuvered to open and close the jaws. The jaws would not open and close. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test was not conducted due to the jaws not opening and closing. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent shaft" as well as "mechanical issue- jaws do not open or close."

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 continuously timed out. Polyfuse was in effect. Another device was opened and the procedure was completed without delay. The hospital did not report any patient effects.